Event description:
Customer reported that the light head dissociated from the main suspension arm during cleaning, and fell onto the floor. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service tech visited the hospital, and evaluated the device. He found that the c-clip that secures the light head to the main arm was out of its grove. Because the c-clip was not seated in its safety position, the light head was allowed to slip down and fall over time. The field service tech evaluated the c-clip and the groove, but no anomalies were found. He also verified the other three similar devices in the hospital and did not find any abnormalities. The hospital decided to discard the device and replace it with a new one. Ecl series preventive maintenance program requires operators to verify the presence of the safety clips. Preventive maintenance in this hospital is under maquet's responsibility. This device was last verified in (B)(4) 2009, and no abnormalities were reported. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.